Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. And observed, two opening striated assessed, as surgical damage. Additional observations: crease fold observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.